Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with cracked select button on keypad overlay, stained keypad overlay buttons, peeling keypad overlay cover, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked reservoir tube lip and scratched case.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back of the pump. Customer stated that pump had cosmetic damage .no harm requiring medical intervention was reported. The insulin pump was returned for analysis.